Event description:
The radiologist opened the package of the drain catheter. He noticed immediately that the wire was bent. This wire is guided into the patient's body into the fluid collection that is in her pelvis. If the wire is bent it may divert into the intended path.